Manufacturer narrative:
The system was examined. And the reported event(s) were confirmed and replicated. The green printed circuit board valve was replaced to resolve the fluidics issue. The silicone oil not reaching the set value can be attributed to the nonconforming vacuum pump. The vacuum pump too, was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the fluidics module failure can be attributed to the nonconforming green valve pcb. The root cause of the reported event of the silicone oil not reaching the set value can be attributed to the nonconforming vacuum pump. It cannot be determined, conclusively how these components became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during service the ophthalmic surgical console presented a system message and the vacuum of silicone oil could not reach the set value. There was no patient contact and harm to the patient.